Event description:
It was reported that during an implant of a miera av leadless pacemaker and subcutaneous implantable cardioverter defibrillator (s·ICD) fixation of the pacemaker was technically challenging and the device dislocated multiple times before it was successfully placed in the right ventricular mid-septum. This prolonged the procedure. No further issues were observed during the implant procedure. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).